Event description:
The destinatin therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad educator that the pt's pump rate increased sharply from rates in auto mode at 70-80 bpm to 110-120 bpm. An echo was performed and the inflow valve was found to be incompetent. The pt was then placed in fixed mode. One month later, the pt's lvad was replaced with the MFR's clinical trial lvad. The pt remains ongoing with the MFR's clinical trial lvad.

Manufacturer narrative:
Pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for evaluation. No further info is available at this time.